Event description:
An alarm occurred, followed by another alarm later, which the customer reported. The occlusion issue led to an event earlier but did not cause the customer's blood glucose level to exceed 500 mg/dl or result in a high reading from the cgm. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. No further occlusion problems were reported, and no additional assistance was necessary. As a result, cts closed the case.